Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date manufacturer received - additional information. Correction number - additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. The report of device separation could not be confirmed, and the event cause could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per our instructions for use (IFU): ¿to prevent device separation: do not oversize device. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, re-sheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during the delivery of the device, discontinue the delivery and identify the cause of the resistance. Advancement of the device against resistance may result in device damage and/or patient injury.¿ all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a stroke case, the mechanical thrombectomy device was reported to have separated from the delivery wire and was left in the patient. According to treating physician, the stent was secured in place and did not lead to further complications. The treatment location was in the right middle cerebral artery, m1. The baseline nihss was 12. Post intervention, the tici was 2b.